Event description:
It was reported that an ilet user experienced elevated blood glucose after a sizable meal, with sensor readings peaking around 250 mg/dl and decreasing to 226 mg/dl before returning to the normal range; the infusion set had been placed approximately 10 hours prior and glucose levels were acceptable until lunch. Symptoms included hyperglycemia with reported clinical effects of hot flashes. Outcomes included no injury, no medical intervention beyond monitoring, and no hospitalization. Investigation included customer interview and troubleshooting education focused on meal announcements and meal size entry. Investigation of this case revealed that an incorrect meal size announcement likely contributed to transient hyperglycemia, with device function otherwise normal. It was concluded that the event was user-related due to under-announcement of a larger-than-usual meal and that no device malfunction occurred.